Event description:
It was reported that the atrial and right ventricular [rv] leads had low impedance. It was also noted that the atrial lead was oversensing in unipolar pacing configuration. The atrial and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.